Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 9/30/2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that forcetriad generator is not switching off when in use. No patient harm or involvement reported.

Manufacturer narrative:
(B)(4). Date of follow-up report: 10/21/2016. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. Review of the device history records indicated that this serial number was released meeting all specifications as manufactured.